Event description:
The customer reported screen becomes noised during maintenance involving a Colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 Initial Reporter Establishment Name: (b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.